Event description:
Per the clinic, the patient experienced poor performance with the device and subsequent loss of clinical benefit resulting in the decision to discontinue use of the device. It was also reported that the patient was sustaining multiple head traumas due to a mental handicap.it is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4): implanted device remains.